Event description:
Boston scientific received info that at implant of this right ventricular lead, high threshold measurements were noted. Additionally, impedance measurements were within range but elevated and slightly higher utilizing the pacing system analyzer. Following implant, threshold measurements had increased, impedance could not be measured, no capture was observed and no sensing measurements could be obtained in unipolar configuration. The pt has a pressure dressing and there is some fluid in the pocket. No adverse pt effects were reported. No explant date was reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.